Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited an inappropriate rate increase. No intervention was performed. The patient declined to return to the clinic for further device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).